Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was broaching an anterior hip. Patient had a narrow canal but large proximal body. Type a femur. First broached with kincise, but potted the size 3 and had put the stem down in valgus. The kincise would not bring the broach back up out of canal so took off kincise and put on regular broach handle, after hitting it several times hard the little neck stem on the broach broke off at the mid notch. Was able to retrieve the broach with a large vise grip and slap hammer. Started broaching up because it was still undersized and in valgus able to broach up to a size 5 broach but the broach potted again. Trying to get it out with the broach handle the size 5 broach broke at the same place the size 3 did. Vise grip pulled it out again. All pieces of the broken broaches were retrieved. We then opened the actis canal reamers, reamed the canal up to a size 7 broached up to a size 7 and put in a size 7 high implant that fit well proximally. Surgical delay of 10 minutes.